Event description:
It was reported the pump declared multiple temperature alarms. Customer confirmed the pump was not exposed to extreme temperature conditions. Customer's blood glucose was 245 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy.